Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the scs was not providing relief starting in (B)(6) 2017. They did not have relief with low density or high density programming options. No environmental factors were reported. Troubleshooting had not been done at the time of the report. A follow-up appointment was scheduled for (B)(6) 2018 where reprogramming would be attempted. Surgical intervention was not planned at the time of the report. No further complications were reported. Additional information was reported that the patient stated that his ins has not helped since it was implanted. The patient was reprogrammed to provide coverage of their back and legs. The patient was advised to run the system more consistently since he is currently only using it 1% of the time. The rep also noted that the patient's x-ray shows the lead tip on t11, but the other image shows mid t10, so there is a possible lead migration as well. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient that their unit was not removed, and only a new battery was implanted. The patient is getting relief now, but never did before. No further information was reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the stimulator was not removed, only the battery changed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s lead migration was not determined, and no actions have been taken to resolve the issue at this time. The event was confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Event date was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a friend/family member of the patient. It was reported that the patient's ins hadn't helped since implant and the ins was removed on (B)(6) 2019 - it did not "penetrate" their pain. They were unsure whether the leads were removed or not. No further complications reported.